Manufacturer narrative:
Although the reported pump stoppages were confirmed through the evaluation of the submitted log files, a specific cause for the reported events could not be conclusively determined. A section of the driveline approximately 19.5 inches long was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any evidence of mechanical damage or breakdown of the wire insulation. The driveline was submerged in a saline bath for high-potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Two system controller log files were submitted for review. Pi events were captured almost throughout of log file. No atypical alarms were captured until 06/05 at 4:01, when the pump struggled to maintain its speed with intermittent pump stoppages, resulting low speed/low flow hazard alarms. The end of the log file appeared to have captured the disconnection of the controller. The patient was supported by the power module at the time. Based on previous complaint experience, the event appeared to be consistent with potential driveline issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 5 months. The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that multiple pump stoppages occurred on (B)(6) 2017. The system controller was exchanged. While connected to the backup system controller, an additional pump stoppage occurred. It was reported that the controller's screen then went blank and only displayed the lvad speed. The patient's backup system controller was exchanged. No additional alarms were observed after the backup system controller was exchanged. The patient was asymptomatic. Log file analysis completed by the manufacturer's technical services representative revealed multiple pump stoppages that appear to have only occurred while the vad was connected to the power module. On (B)(6) 2017, a distal end percutaneous lead (driveline) repair was performed approximately 2 inches from the driveline exit site. After the replacement, the lvad was connected to a grounded power module patient cable and no additional alarms were reported. On (B)(6) 2017, it was reported that additional pump stoppages occurred after the driveline replacement. The patient was provided an ungrounded power module patient cable for power module support. No additional information was provided.